Manufacturer narrative:
Based on the claim against the product by the customer noting broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found that the insulation had cracks near the end that attached to the yaw pulley. Visual inspection displayed signs of physical damage. The wires were exposed. The fenestrated bipolar forceps passed the electrical continuity test. The instrument was placed and driven on an in-house system. The fenestrated bipolar forceps passed the recognition and engagement tests. The fenestrated bipolar forceps moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy normally. No arcing was observed. The complaint regarding broken was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was broken. The procedure was completed with no reported injury.